Manufacturer narrative:
(B)(4). Difficulty to position can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the wire in this reduced clearance can cause the coils to bunch up, which can increase the diameter of the guide wire and cause resistance between devices and can cause the coils to offset and/or overlap. If the resistance is not reduced and continued force is applied to the wire with an offset coil, the result is permanent deformation of the wire which could cause resistance or positioning difficulties with the catheter. It was reported that the rca was very tortuous and that combined with possible stenosis and/or thrombrosis may have contributed to the reported difficulties positioning and stickiness of the guide wire. The devices used during the procedure were not returned, which may have aided in the investigation. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. Although a conclusive cause for the reported difficulty positioning, stickiness of the guide wire, and thrombus could not be determined, there does not appear to be a product quality deficiency. Manufacturing performs a 100% visual and dimensional inspection of the wire including any coating defects. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient presented with two lesions, one located in the left anterior descending artery (lad) and another lesion located in the mid right coronary artery (rca). The rca was reportedly very angulated and the bmw guide wire, xience v and otw voyager all failed to cross. During advancement of a non-abbott balloon dilatation catheter over the whisper guide wire, the physician reportedly felt a stickiness and he was not sure if the stickiness was due to the coating of the guide wire or possible formation of thrombus so the whisper guide wire was removed, although no thrombus was visualized on the angiography. The physician reportedly wanted to try percutaneous intervention before resulting to surgery; however, the patient was ultimately sent for coronary artery bypass graft surgery (CABG) because nothing could cross in the rca. Both the rca and lad were treated during the CABG. The patient was fine post surgery. No additional event or patient information was provided.